Event description:
The lay user/pt contacted lfs alleging an apply sample message on this one touch ultra 2 meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter to obtain further clinical info. The pt mentioned that he first noticed the reported issue on sunday, (B) (6) 2010. The pt then ate more food/drink after attempting to use the meter. Approx 2.5 hours later the pt exhibited symptoms of sweating and his legs was hurting. The pt went to the ER the following morning at 1:00 am and obtained a 60 mg/dl and did not receive any treatment. This was not the first time the product was being used. The technique of applying blood on the test strip was correct. The issue was not resolved via troubleshooting. The product was replaced. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the event, and confirm whether he received any medical treatment in the ER. The complaint is being reported since the pt alleged that he was unable to test due to the reported issue and allegedly developed symptoms of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.